Manufacturer narrative:
The company service representative examined the system and initially could not duplicate the problem reported. During the service test procedure, the representative was able to duplicate the error code. At that time the 24volt power supply measured 23.2 volts. The power supply was replaced and sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injuries" (no consequences or impact to pt). Product problem(s): "system displayed a code" (device displays error message). A biomedical engineer reported after the first case was prepped, the system displayed an error message. The following two cases were subsequently cancelled as the message could not be cleared. There were no pt injuries reported.